Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead implant procedure, stylet could not be inserted into the lead. The patient had low voltage endocardium, so the physician was unable to find an acceptable position. Lead was not used. There were no adverse consequences to the patient due to the event. Patient¿s condition was stable.